Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose level was unknown. Customer states insulin pump had multiple insulin pump error. Customer states that self test was completed but alarm occur repeatedly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error / open book alarms or motor related error were noted during testing.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or open book alarms or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error, post-reset ram crc alarm, trace pointers are invalid error, history pointers failed and history pointers are corrupted error, the motor arm cannot communicate with the main arm error or the main arm cannot communicate with the motor arm error were noted during testing. No traces of moisture were found at electronic or motor assemblies per visual inspection.